Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the failure of the printed circuit boards which caused the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc determined there was the possibility this phenomenon was attributed to the aging deterioration of the printed circuit board (cm board) due to the long-term use passing more than 9 years since manufacturing the subject device. Cm board performs the driving control of the endoscope, and the image signal processing and output from the endoscope. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device went to black because there was no signal during the unspecified procedure. The intended procedure was completed with the subject device. There was no patient injury associated with this report.